Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed patient received inappropriate atp and high voltage therapy. Reprogramming was recommended. No further information available.